Manufacturer narrative:
The manufacturer previously reported a trilogy 202 failed to cycle and recorded incorrect values. There was no harm or injury reported. The device was evaluated by the field service technician. The device alarmed when powering on was attempted. The device's power cord was found to be defective and was replaced to address the issue. The device was tested and an oxygen blending module failure was observed. The oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a trilogy 202 failed to cycle and recorded incorrect values. There was no harm or injury reported. The device has yet to be evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.